Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid and residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -9.5 diopter, implantable collamer lens got stuck in the cartridge or injection system, no patient contact. The reporter stated " lens was set as usual. When injecting the lens, the lens seemed to be a little stuck but enforced to inject. Then lens was damaged." A replacement lens successfully completed the surgery.